Event description:
A surgeon reported that during multiple cataract extraction procedures, no irrigation was experienced during sculpt. Removing and reinserting the cassette resolved the issue. The procedures were completed without patient harm. Additional info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).